Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61272ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 61272ud02 was identified.

Event description:
The customer reported falsely elevated architect free t4 results generated on the architect i2000sr analyzer for multiple samples. The customer¿s reference range for free t4 is 9.01 to 19.05 pmol/l. The following data was provided in pmol/l: sample #4: initial test result = 19.4, supernatant after centrifugation = 11.8, precipitated serum = 20.86. Sample #5: initial test result = 17.07, supernatant after centrifugation = 15.56, precipitated serum = 20.97. Sample #6: initial test result = 17.88, supernatant after centrifugation = 13.46, precipitated serum = 19.71. There was no impact to patient management reported.